Event description:
Subsequent to the initial filed report, it was noted that the following target anatomical information was inadvertently left out of the reported information: the procedure took place in a moderately calcified non-abbott in-stent restenosed lesion in the mid right coronary artery. No additional information was provided.

Event description:
It was reported that during the procedure to treat in-stent restenosis of a non-abbott stent, a 3.0x15 trek otw balloon dilatation catheter (bdc) was advanced via femoral access to the stent, without issue. After dilating the restenosed stent with the trek otw bdc, once the balloon was deflated, it was noted that the balloon folds were winged; the deflated, winged balloon was consequently difficult to retract from the restenosed stent. An attempt was made to advance the bdc to free the balloon, but the bdc was unable to be advanced as well. Force was applied to retract the balloon from the restenosed stent and the trek otw bdc was able to be withdrawn from the anatomy without further issue. The procedure was completed via placement of an unspecified stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. The device evaluation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficult to remove and resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported flat refold of the balloon was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the warning section of the rx trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.